Event description:
Philips received a complaint by the customer on the v60 indicating that wheel was broken; the brake was also worn. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during annual preventive maintenance (pm). No patient or user harm was reported. The customer called technical support to report that the wheel was broken; the brake was also worn. Per good faith effort (gfe) response, the broken wheel did not cause any stability issues with the stand. The device was properly secured to the stand and staying in place. The customer ultimately ordered and installed the replacement caster, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.